Event description:
Boston scientific received information that the patient with this device collapsed at home and was taken to the emergency room for evaluation. The physician requested a boston scientific representative come and interrogate the device. A request for additional information has been made. At this time, no further information is available. The device remains in service.

Manufacturer narrative:
Should additional information become available, this report will be updated.